Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of this event. The puritan bennett customer service (cse) verified the malfunction. The cse inspected the device and replaced the psol. The unit passed extended self testing.